Event description:
It has been reported to the co that in preparation for placement of a temporary wire at the subclavian site, the wire of this device kinked and broke in the pt. A small surgical procedure under local anesthetic was required to remove the wire. The pts status is reported as fine with no noted problems. The device is being returned for co's evaluation.